Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is rec'd, a follow up report may be submitted.

Event description:
It was reported by customer that while cleaning the unit, the pt right side rail fell on employee's hand causing a hematoma.